Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and discovered that the probe rinse block was misaligned with the probe. The fse adjusted the probe rinse block resolving the leak. Service activity performed and was verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer was performing an instrument shutdown process when the leak was identified. The leak was described as 5ml of cleaner mixed with blood from the area of the probe wipe. The leak was not contained, and was under the instrument and leaked onto the counter. There were no error messages generated by the instrument, and test results were not affected. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves, faceshield, and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.